Event description:
It was reported that an eyhance intraocular lens (iol) was implanted, but the haptics will not open up, they were stuck to the lens. It was learned from the doctor that there were a few odd things about this lens. First, it would not easily release from the injector. The doctor had to use a second instrument to pull it off of the injector. Then the haptics would not open, and the doctor noticed that there were 2 pits/indentations on the haptics. The doctor tried multiple times with a 2nd instrument to push the haptics off but no luck. Then the doctor got intraocular forceps and held the lens while trying to push them off but still no luck so she ended up cutting it out from the eye. After removing the 2 pieces she rolled it between her fingers and it finally came unstuck. Then used a new lens (same model etc) and no problems there. It was also noted that the patient is doing well and is happy with vision (20/30) uncorrected on day one. The defective lens was discarded and is not available to be returned. No other information was provided.

Manufacturer narrative:
Section a3b, a4, a6: unknown/ not provided. Asku. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was determined that there was use error when doctor removed the lens as lens would not easily release from the injector, then haptic got stuck to optic. This use error would have contributed to the lens not behaving as expected. Therefore, event this time is determined to be not reportable. This supplemental report is submitted to correct initial report. There will no longer be any further reporting under MFR report number 3012236936 - 2024 - 0002148. Field below updated: section h6: device code: 1670. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon review, it was noted that the catalog number indicated in section d4: catalog number in the initial report submitted was entered incorrectly as dib00u0210-12. Correct catalog number should have been dib00u0210. This report is being submitted to correct this info. Field below is updated: section d4: additional device information: catalog number: dib00u0210. Additional information: device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. . Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one complaint file, which was opened at the time of this investigation therefore cannot be confirmed. Based on the complaint history record results, no escalations are required. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.